Event description:
Ventriculo peritoneal shunt placed on 10/3/95 for hydrocephalus due to acqueductal stenosis. Revision of the shunt, cephalic end, was first performed on 3/25/96 due to persistent dilatation of lateral and third ventricles causing headache and blurred vision confirmed by CT of head. A second revision of the shunt, cephalic end, was performed on 9/14/96 due to inefficient flow through the valve, confirmed by shunt tap. Again, the pt complainted of headache and blurred vision.